Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer-reported complaint. Failure analysis found the primary failure of torn wrist cover to be related to the customer-reported complaint. The instrument was found to have a torn wrist cover and the tear was approximately 0.157" x 0.340¿ in size. The fragment was returned along with the instrument. Additional observations not reported by the site were also identified. The sureform 60 stapler instrument was found to have drivetrain friction failures based on log review and during in-house testing. The stapler was placed on the in-house system and failed calibration at 30%. The stapler failed initialization during multiple attempts when placed on the in-house system. A review of logs showed 4 drivetrain friction errors. Upon inspection, the I-beam was manually driven out and was found with lodged staple in the I-beam indicator window, likely causing the friction failures during initialization. The staple was successfully removed from the I-beam window then the stapler was retested. The instrument initialized, clamped, fired, and unclamped without any issues. Signs of corrosion were found on the instrument roll gear bearing. There was orange discoloration observed around the roll gear bearing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument was stuck when the customer was trying to remove it from the trocar. Then, the customer discovered that a piece of the black seal around the stapler instrument tip had come off and fallen inside the patient. The piece was retrieved and matched up to the instrument to ensure that all pieces were retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved using a robotic grasper instrument. There were no post-operative tests performed to check for remaining fragments as the customer visually confirmed that there were no more pieces missing. There were no issues noted with the instrument prior to or during use. The wrist was straightened prior to removal. The fragment and instrument damage was noted after the instrument was removed. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.